Event description:
It was reported that after the surgery, during the washing of the instruments, it was found that the screw of the thumbscrew was broken. No case involved (there was no harm to patients).